Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 & 6 was not detected on bus. A field service engineer (fse) found that drawer 6 was not detected on bus and drawer 5.1 was failed to stay closed. Drawer 5.1 recovered immediately and passed all subsequent tests with no issues identified. For drawer 6, no lights were observed on the module controller. The system was shut down, the module controller was replaced, and the unit was rebooted successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.